Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient lost consciousness and collapsed. The cgm reading was 50 mg/dl and the bg reading was 32 mg/dl at the time. An ambulance was called and the patient was taken to the hospital. The patient was treated with unspecified IV medication. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.